Manufacturer narrative:
Though the medical team reported that the stroke was most likely related to patient condition, stroke/neurological dysfunction is a known potential clinical adverse event associated with vads. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed include the patient's past medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Device remains implanted.

Event description:
It was reported by the clinical study database that this patient was hospitalized for treatment of left cerebellar and left posterior cerebral artery (pca) territory infarcts. The patient reported that he was unable to lift his left arm, and complained of left arm and leg weakness. A neurological consult confirmed a national institute of health (nih) stroke scale of 5 and ordered computerized tomography (CT) angiogram of the head and neck. Results confirmed new and old infarcts, likely chronic, in the left cerebellar hemisphere and left pca territory as well as encephalomalacia of the left pca territory. Repeat head CT performed on (B)(6) 2017 showed no changes from the previous exam. The patient's left arm and leg weakness greatly improved to baseline within twenty-four hours. He was last reported to have been discharged to a rehabilitation facility, alert and oriented times 3 with the ability to follow commands. Cranial nerves ii -xii were grossly intact, except for right homonymous hemianopsia and decreased hearing on the right. The event was reported to be resolved by (B)(6) 2017.